Event description:
Additional information received confirmed the patient has an infection (type of infection is unknown) and is being treated with intra-venous infusions for the next 3 months.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a possible infection (pus and green drainage) at her original scs lead site (reference MFR. Report: 1627487-2013-12410). The remainder of the lead was explanted, the area was cultured and received a drain, the patient was hospitalized and received intra-venous antibiotics. There are no concomitant medical products for this device (reference MFR. Report: 1627487-2013-07386).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.